Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- dr. (B)(6). "Clips did not hold after they were clipped. Two clip appliers were opened and used. Opened third, could get clips, but did not all hold. (Refer to email)" patient status- "excellent".